Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed urinary/cerebrospinal fluid protein (ucfp) result obtained on an atellica® ch 930 analyzer. Siemens is investigating the event.

Event description:
A discordant falsely depressed urinary/cerebrospinal fluid protein (ucfp) patient result was obtained on an atellica® ch 930 analyzer. Customer stated the urinary/cerebrospinal fluid protein (ucfp) is inaccurate, falsely depressed and inconsistent with the microalbumin_2 (alb_2) result. The falsely depressed patient result was not reported to the physician. The sample was not reprocessed. Customer stated they do not know the correct result because there is no ucfp reagent from other manufacturers to compare. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed urinary/cerebrospinal fluid protein (ucfp) patient result.

Manufacturer narrative:
Additional information (10-oct-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data logs. Calibration and quality control recovered within the customer's expected ranges. Hsc performed troubleshooting to aid in the investigation. Siemens technical support laboratory processed 20 random urine samples with the ucfp and ualb_2 assays. The ucfp methodology was consistent between the atellica ch 930 analyzer and the dimension vista system. The cause of the event is consistent with a sample specific interferent. A potential product issue was not identified. The customer is operational. Correction: hsc confirmed the correct sample ID is (B)(6). The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00245 was filed on 30-aug-2023.